Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of and unintended activation/motion identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by china that during service and evaluation, it was determined that the locking components of the motor device was damaged. It was further observed that the device had an unintended activation/motion and displayed an e2 error code indicating handpiece lock engaged. It was further determined that the device failed pretest for safety assessment. It was noted in the service order that the lock was damaged during device demonstration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.